Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per assistant: the unit shuts down during procedure and will not hold a charge.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit shuts down during procedure is unconfirmed, as the reported issue could not be reproduced during evaluation. The scanner powers on and boots up normally and was powered on and initialized 10 times. The device was serviced, tested and returned to the customer. A history review of serial number (B)(6) no other similar product complaint(s) from this serial number.

Event description:
Per assistant: the unit shuts down during procedure and will not hold a charge.